Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a patient underwent a revision procedure involving a revive stem. During the revision, the proximal body, assembly screw, locking cap, polyethylene insert, and ascend flex tray were removed. The distal stem remained in situ. The proximal section was replaced with new components, including upsizing the proximal body to a size 11.